Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: d10: concomitant med products and therapy dates: attachment device. E1: the reporter's full name and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 2 of 2 for the same event: it was reported from spain that during an unspecified surgical procedure, it was discovered that the attachment and motor devices overheated, causing burns to the surgical field and the patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. Patient involvement and injury were reported. It is unknown whether medical intervention was administered to the patient or if prolonged hospitalization was necessary as a consequence of this event. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Reference manufacturer report number 1045834-2024-00737 for the attachment device as the devices were used together in the same event (report 1 of 2 of the same event).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During evaluation it was found that the device passed all functional testing and did not overheat. The warmest parts were inspected and slight corrosion and wear was found. Therefore, the reported condition of excessive heating was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device connector was loose, had some wear and corrosion and labeling was faded due to normal wear.